Manufacturer narrative:
The customer had replaced st1 probe prior to the field service representative arrival. The field service representative did not find a cause. He adjusted ise air mix/dry and replaced st2 probe. He calibrated ise, performed ise check and flow check to verify analyzer operation.

Event description:
Customer stated she had nine erroneous ise results mid-run for three patient samples that were repeated on their i400. The erroneous results were not reported out. She provided the following three results: initial sodium of 100, repeated gave 136 mmol per l. Initial sodium of 91, repeated gave result in normal range (at least 135) mmol per l. Initial potassium of 2.9, repeated gave 3.6 mmol per l.